Event description:
Hcp reported 18ml removed from pump reservoir when expected 3ml. Patient went through withdrawal a few days after pump was last refilled in 06. Patient was admitted to the hospital for what now appears to have been itb withdrawal, but at the time, was not diagnosed as such. Hcp stated pump replacement is planned.